Event description:
The customer reported that fluro is not possible. The device use at time of event is unknown. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro is not possible. The philips field service engineer (fse) identified that the issue was with the image processing hard disk. Fse replaced the hard disk. After replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.